Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the mid stent region were noted to be lifted.the undamaged stent od outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that device could not cross lesion. The 90% stenosed target lesion with 24mm in length and 2.25mm vessel diameter was located in the moderately tortuous and moderately calcified left anterior descending artery. A promus element drug-eluting stent was advance to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a damaged stent.